Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and barbed suture was used. During the procedure, it was reported that when sewing using the absorbable surgical suture, it was found that the fixation feature had been missing. Another like device was used to complete the procedure. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.